Manufacturer narrative:
The ortho summit plus is the hamilton microlab at plus 2 pipetter private labeled and distributed by ortho-clinical diagnostics into the european union. The microlab at plus 2 is a "second generation" microlab at pipetter from hamilton. The microlab at pipetter is the ortho summit sample handling sys in the united states. Both pipetters use the same hamilton (labeled) disposable pipette tips. The operating software for the pipetters is different. Customer reported that the ortho summit sampler installed in their lab had failed to dispense sufficient sample as expected without generating an alarm. The customer indicated that no biased results were generated and/or reported to the physician. The field svc engineer (fse) evaluated the instrument and found tip clamp #11 broken. Fse replaced clamp and tested without further problem. Repairs have returned the instrument to expected operation.